Event description:
It was reported that during a carotid stenting procedure, a stent migration occurred. The eccentric lesion was located in the 60% stenosed, severely tortuous and non-calcified ostium of the right internal carotid artery. The vessel was reported to be approx. 5mm in diameter. The length of the de novo lesion was reported to be approx. 10mm in diameter and contained a greater than 90 degree bend . Following obtaining access via the right femoral artery, another MFR's 7fr sheath was introduced and a 190cm filterwire ez guide wire was placed. The lesion was not pre-dilated. The carotid wallstent 10mm x 31mm x 135cm stent delivery system was advanced without resistance. Upon successfully crossing the lesion, the stent was deployed, however, the stent shifted from the internal carotid artery to external carotid artery and migrated approx. 1.5cm to 2.0cm. A gazelle 5.0mm x 2.0mm balloon catheter was advanced and inflated to 8atms to post-dilate the stent in place. The physician then advanced a carotid wallstent 9mm x 3mm stent delivery system to the lesion and successfully implanted the stent. Post-dilatation was not required for placement of the second stent and the procedure was completed. The pt's current status is reported as "stable".

Manufacturer narrative:
The delivery device was discarded by the user facility and the stent remains implanted in the pt, therefore, no direct product analysis will be performed. The root cause of the reported incident could not be determined.